Event description:
The manufacturer's representative reported that the pt was hospitalized following refill with shallow breathing and decreased heart rate. Interrogation reveals there are only 15 ccs remaining; filled earlier in the day with 18 ccs. A follow-up report will be sent if additional info becomes available.